Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report using a heating pad and receiving a shock from the implantable cardioverter defibrillator (ICD). The patient questioned if the device had been damaged by using the electric heating pad. The device remains in use. No further patient complications have been reported as a result of this event.